Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced worn tubing at pinch valve (pv37) to resolve issues. The fse adjusted the low vacuum to 6.00. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported that five to six drops of blue fluid leaked from the coulter hmx hematology analyzer with autoloader and low vacuum (out of range) errors were generated . The leak was contained within the instrument. The customer was wearing gloves and lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.